Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, it was noticed that a stent fracture occurred. A 3.00x32mm taxus express2 drug eluting stent (des) was implanted in the mid left anterior descending artery (lad) and the procedure was successfully completed. Almost two months later, the patient presented with chest pain. The physician performed ivus on the lesion and it was noticed that the stent had fractured. It was unknown where on the stent the fracture had occurred. The physician did not see any tissue prolapsed; therefore additional intervention was not performed. It was confirmed that stent thrombosis did not occur. The patient is reported as doing fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.